Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the customer reported loss of communication between transmitter and the mobile device. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the device and the device will not be returned for analysis.